Event description:
Feedback (2) reported (B)(6) 2026: patient reported the feeling of being "shocked" in lower abdomen starting on (B)(6) 2026. Pump turned off due the fact that the patient was not making any ascites for 3 weeks after the procedure. Several attempts to turn pump on with patient describing "shocking sensation that was very painful. We eventually started him back on (B)(6) 2026 at 250 ml/day and he was shocked again, so it was turned it back off on (B)(6) 2026. Pump turned back on (B)(6) 2026 at 250ml/day again because he was starting to accumulate ascites again. He was shocked again several other times, and he said that it was shocking during times it should have been off. Drop downs during these stated times were not found on data. Time zone checked on pump and smart charger. He remained at rate of 250/day until he called on (B)(6) 2026 and stated that he was fluid overloaded, pump turned up to 500 ml/day. He got shocked once on the 16th and again on the 17th and he requested to lower the rate. On the 17th he started to ooze fluid out the pump pocket and had significant excess fluid and dr. Vargas wanted to increase the rate to 1000 ml/day and he refused because he was worried about getting shocked. Patient decided himself to take 40 mg lasix that day and lost 8 lbs of fluid and ended up in the emergency room with syncope. He did not tell dr. Vargas that he took the lasix. He got shocked 8 times on the 18th and wanted the pump off. On the 19th it was noted that he had fluid but not as much as prior visits. Fluid could be felt in the pump pocket at that visit. Site still red and inflamed. Rate decreased to 250 ml/day, and pump times and session volume again maximized. After discussion with clinical and engineering the rpm was lowered to 3000 rpm. (B)(6) 2026 he called and said that he was leaking fluid from the pump pocket again and called ir. He continued to get shocked after lowering the rpms. Patient came into clinic on (B)(6) 2026 with significant oozing from pump pocket. He appeared very overloaded and described himself and very full. It was decided due to the fact that the rate can not be increased due to the shocking pain that the patient would go for needle paracentesis and pump was turned off. Paracentesis showed no fluid in peritoneal cavity and 90 ml removed from the pump pocket. Pump rate adjusted several times, pump turned off at times, session volume decreased, times it pumped adjusted during times he was not in bed. Ultrasound to confirm no fluid in peritoneal cavity.